Event description:
A surgeon reported that prior to an intraocular lens (iol) implant procedure, he did not have the desired iol for implantation, so another lens was implanted instead, which resulted in a refractive error. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis. Sample is in transit to the investigation site. Sample will be investigated upon arrival. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).